Event description:
The event is reported as: complaint alleges that the circuit has a crack and is unable to be used. Alleged defect was discovered prior to pt use. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.